Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient underwent a primary breast reconstruction procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jan-2022, mentor received additional information about the event. The patient had developed baker grade IV capsular contracture in her right breast post implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device extrusion and delayed wound healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast reconstruction with 620cc mentor memoryshape breast implants and experienced device extrusion and delayed wound healing on the right side postoperatively. As a result, the patient underwent capsulectomy, acellular dermal matrix graft and pectoralis muscle advancement on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.